Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system and a review of the system audio logs that the system did alarm for the spo2 alarm at the time of the reported event. The fse reviewed the active alarm behavior with the manager to confirm the event.

Event description:
Philips received a complaint on the patient information center ix system indicating the device was not alarming for a spo2 alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.